Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie pocket was jammed due to over filled with medication. The customer reported having to break the cubic pocket to access the medication the customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was jammed. A field service engineer removed the faulty pocket and replaced the full height inseparable magnet on the main. The system functioned as intended after the field service engineer repaired the device. As stated by the customer the cubic pocket was jammed due to over filled with medication. Reportedly the customer had to break the cubic pocket to access the medication